Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use, there was a break noted on the shaft of the catheter. The complainant stated that the patient did not pull on the catheter. There were no missing pieces found.

Manufacturer narrative:
Received 1 used silicone catheter with the sample port connector only. The visual inspection noted that the shaft was disconnected from the funnel. There was molding evidence found. Per the dimensional evaluation, the shaft od was measured and the result of the measurement was: 0.148¿ (specification is 0.154¿ ±0.010¿). Therefore, the shaft was found within specification. A review of the spc data for lot ngzd5235 showed the following: results in physical test. Funnel adherence strength: 8.7460 lbs to 15.6900 lbs. (Specification for 12fr is 6.5 lbs. Min). The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use, there was a break noted on the shaft of the catheter. The complainant stated that the patient did not pull on the catheter. There were no missing pieces found.